Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was reproduced. With the use of a known good rear case was used, power up failed. The use of a known good rear case and input/output printed circuit board (I/o pcb) were used, power up failed. The use of a known good processor board along with the known good I/o pcb and rear case was used, still the device failed to power on. The use of a known good upper auxilliary assembly along with the other known good components was used and power up was successful. Due to the nature of the symptom experienced by service, the cause of the symptom of the device powering off without user input was unable to be determined as the device could not be powered back on in its as received state. Additionally after the cause of the device's inability to be powered on was determined the device's as received condition had been compromised. The upper auxiliary, I/o pcb, and rear case assembly were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device powered off without user input. There was no patient involvement.